Manufacturer narrative:
Analysis of the pump found no anomaly. The outlet port was occluded and a cap (catheter access port) needle was inserted into the cap. A 45 psi of pressure was applied for two minutes while the pump was under water and there was no leaking seen.(B)(4).

Event description:
It was reported the patient experienced increased pain after falling of a ladder. After a dye study, the pocket was opened and fluid was found. The catheter was disconnected and cleared. The catheter access port was flushed, and it was observed fluid was leaking around the bulky connector hub, and not necessarily from the exit site. The pump was used to deliver sufentanyl. The patient¿s status was reported as ¿alive ¿ no injury.¿ it was further reported, the patient experienced pain in the thoracic spine, back pain and lumbar pain as well as cervicalgia. The healthcare provider (hcp) reported there was no issue with the catheter; the issue was with the pump. The issue was located at the pump/catheter port, and was identified through an x-ray. The pump was replaced and the catheter was surgically abandoned. The patient recovered without permanent impairment. No further information was reported.

Event description:
Additional information received reported the pump had compounded baclofen and sufentanyl since (B)(6) 2012. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2012, product type: catheter (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.